Event description:
It was reported that a right knee manipulation was performed due to the patient presented limited range of motion.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batches. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. The clinical medical investigation concluded that the details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the information provided, the ¿limited range of motion¿ experienced by the patient was likely a normal progression of the post-operative healing phase and not a failure of the device. Information around the patient¿s post-operative rehabilitation prior to this mua is not available. Since there are no plans for a revision has been reported, no further clinical/medical assessment is warranted at this time. No further actions are being taken at this time.